Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). The reason for call was rep. Said they were going to be doing a ins replacement today for a pt who had reached expected eos. During the call, rep said they interrogated the ins today in office and pt may have been programmed incorrectly because the pt had only one 37083 extension registered and programmed when the pt had two leads. Rep said the pt was also programmed where the two leads were listed on one 0-7 display instead of two separate leads with the correct electrodes selected. Rep mentioned high impedance numbers of above 10 ,000 on 0-7 when the reference electrode 0 was selected. Rep said they moved the reference electrode to 2 and got high impedances ("bad") on 0, 4, 5, 6, 7. Rep said all the green checkmarks appeared when they went to check connectivity. The healthcare professional (hcp) had said they may choose to explant leads if high impedances in operating room. Pt hcp info provided. Technical services (tss) discussed what could be done with programming and discussed what to expect in terms of extensions. On 2023-nov-28 additional information was received from the rep. The rep reported the leads were not replaced. The cause of the high impedances was not determined. The new ins implant resolved the issue and coverage is good. Rep reported the customer discarded the ins. Weight was unknown.